Event description:
It was reported that the right atrial lead was experiencing intermittent capture. The lead was taken out of service and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This is one of five reports associated with this event; see manufacturer report numbers 2649622000-2011-16741, 2649622000-2011-16742, 2649622000-2011-16743, 2647346000-2011-01511.